Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not successfully recognized during telemetry after multiple attempts. A local boston scientific representative was paged to assist. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this ICD was explanted and replaced. This ICD is in the facility's possession and has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not successfully recognized during telemetry after multiple attempts. A local boston scientific representative was paged to assist. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not successfully recognized during telemetry after multiple attempts. A local boston scientific representative was paged to assist. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this ICD was explanted and replaced. This ICD is in the facility's possession and has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt. Visual inspection noted no anomalies, and a review of device memory noted no suspicious faults or resets. The device was put through returned product tests twice after resetting battery alerts and status and running nominals and failed. The device case was removed to facilitate inspection and testing of the internal components. The battery voltage was found to be 3.084 volts. The device battery was analyzed, and it was determined that the copper dendrite deposit breached the separator layer between anode and cathode creating a short, consistent with a manufacturing anomaly.

Manufacturer narrative:
Correction: h1. This ICD was thoroughly inspected and analyzed upon receipt. Visual inspection noted no anomalies, and a review of device memory noted no suspicious faults or resets. The device was put through returned product tests twice after resetting battery alerts and status and running nominals and failed. The device case was removed to facilitate inspection and testing of the internal components. The battery voltage was found to be 3.084 volts. The device battery was analyzed, and it was determined that the copper dendrite deposit breached the separator layer between anode and cathode creating a short, consistent with a manufacturing anomaly.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not successfully recognized during telemetry after multiple attempts. A local boston scientific representative was paged to assist. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this ICD was explanted and replaced. This ICD is in the facility's possession and has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.